Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2025, a sales representative reported via email that two ar-3636 knotless 1.8 fibertak soft anchors failed. The first anchor failed when, upon setting the anchor and attempting to shuttle the shuttling sutures, neither suture would move, causing the knotless mechanism to fail as the sutures were caught and could not be advanced. The second anchor failed when the repair suture snapped while being retrieved with a suture retriever after the anchor had been set. All broken fragments were retrieved. This was discovered during a labral repair procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ including the event description and any available field input ¿ arthrex has determined the most likely cause of the reported failures. The most likely cause is attributed to misuse/mishandling of the device, specifically incorrect surgical technique related to suture handling.

Manufacturer narrative:
Additional information: b5, d4, g3.

Event description:
Additional information was received on 10/22/2025: the case was completed using a third anchor, the ar-3636 knotless 1.8 fibertak soft anchor, after the failure of the initial two anchors. The procedure was delayed by no more than ten minutes, and no additional anesthesia was administered. No photos were taken of the event.